Event description:
It was reported that a revision knee surgery was performed due to implant fracture. Upon removal of the components it was found that a reciprocal cavity had been made in the front of the polyethylene femoral component and had fractured the radiological wire marker.

Manufacturer narrative:
(B)(4). The associated device was not returned. A review of the manufacturing records did not reveal any manufacturing or material abnormalities that could have caused or contributed to the reported incident. Without the actual product involved, our investigation cannot proceed. If the device or new information is received in the future, this complaint can be re-opened. No further actions are being taken at this time.